Event description:
Per additional information received, the sizing at the time of the perceval implant was performed following the manufacturer's instructions. A good coaptation was reached at the end of the implanting procedure. During the re-do surgery, given the patient anatomy (porcelain aorta), it was decided to implant the crown size 19 (cna19). At the time of implant, the sizing was performed according to the procedure, starting from the small size and since the white obturator passed easily, the bigger size was tested and the perceval size m was selected. Good coaptation was reached at the end of the implanting procedure. It was confirmed that no mis-sizing is suspected. As the root was porcelain, the decision was to implant a cna19 in order to facilitate the surgical procedure. According to the sizing, it was possible to implant a cna21. The manufacturer was informed that the patient ultimately passed away ((B)(4)).

Manufacturer narrative:
The returned prosthesis was returned geometrically deformed. The 3rd leaflet is open and with a visible sign from the outflow side due to contact with the support between the two sine uprights. The height of each leaflet has been verified by means the specific tool and it resulted in conformity with the manufacturer's specification. Although the device returned strongly deformed, an attempt was also made to subject it to a dimensional check, from which it was found compliant. Based on the investigation performed, no manufacturing deficits were identified. Based on the information reported, no mis-sizing was suspected. However, given the information reported on the patient anatomy (porcelain aorta, atherosclerosis of the aortic arch and aortic root), a possible root cause of the reported event can be traced to the peculiar patient's anatomy. The manufacturer will submit a separate report by jan 03, 2021 related to the patient's passing after the crown prt implant ((B)(4)).

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device involved in the reported event was returned to the manufacturer and it was received on 11 nov 2020. Further investigation is ongoing.

Event description:
On (B)(6) 2020, a perceval pvs23 was implanted in aortic position. On the third postoperative day, the patient complained for dyspnea and discomfort. A tee performed on (B)(6) 2020 confirmed the acute insufficiency of the prosthesis. A reoperation was performed and it was noted that the valve folded at the right coronary. The perceval pvs23 was explanted and replaced with a crown prt cna19. A good patient outcome is reported. Per additional information received, it was confirmed that no further procedure was performed at the time of the perceval explant (only avr performed). The CT scan reportedly showed atherosclerosis of the aortic arch and aortic root. The crown was implanted supra-annularly.

Event description:
On (B)(6) 2020, a perceval pvs23 was implanted in aortic position. On the third postoperative day, the patient complained for dyspnea and discomfort. A tee performed on (B)(6) 2020 confirmed the acute insufficiency of the prosthesis. A reoperation was performed and it was noted that the valve folded at the right coronary. The perceval pvs23 was explanted and replaced with a crown prt cna19. A good patient outcome is reported.